Event description:
It was reported that the ICD had reached eri and was being replaced. Physician had found externalized conductors on the lead via fluoroscopy. No electrical anomalies were detected. The physician opted to continue using the lead.

Manufacturer narrative:
.